Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were reprogrammed. No performance issues could be identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short ventricle-ventricle intervals, high impedance, a polarity switch and noise. It was further reported that the right atrial (ra) lead exhibited over-sensing and noise. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.